Event description:
The anesthesia machine failed 5 tests this morning. The circuit was changed and the soda lime cannister was changed but still failed. Biomed was notified and came to inspect the anesthesia machine. It was discovered that the circuits were poorly made and that there was a joint that was not glued well causing a leak in the circuit. Instructed team to keep information from the defective circuit and to check for additional lots of the same circuit.